Manufacturer narrative:
A ge healthcare service representative replaced pressure sensor switch, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit alarmed and had a drive gas leak. There was no report of patient involvement.